Manufacturer narrative:
(B)(6) the lot was manufactured september 6, 2016 ¿ september 7, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified because the actual device is needed in order to perform a functional flow rate test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a large volume infusor. The device was filled with 108 ml of fluorouracil and 135 ml of 5% glucose. After 120 hours of infusion there was still residual solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.